Event description:
The patient reported feeling symptomatic. The device was unable to interrogate. Pacing spikes were observed on the last patients visit to the clinic. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to a low battery voltage. No high current drain sources were found on the hybrid during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor and normal depletion characteristics were found. It is believed that the loss of communication was due to normal battery depletion.